Event description:
No information was included with the product when returned. However, analysis revealed an anomaly. This device system delivered baclofen.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).